Event description:
It was reported that a split was found on the graft prior to use on the patient. There was no reported patient involvement.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the returned graft had two blue lines running down the length of the graft and carbon inner lining, thus identifying it as a bard product. There were no signs of rips or tears along the graft. A split was noted 17.2cm for distal end of graft. Crimp marks were also identified in the area of the split graft giving the returned graft a compressed appearance. There were no suture holes observed at the edges of the graft. Both ends were noted to be cut on the returned sample. A small hole was identified near one of the cut ends. Based on returned graft, the entirety of the graft was returned for evaluation purposes functional/performance evaluation: the graft measured approximately 40.6 cm long. This measurement was within specification. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed, as the returned sample exhibited a split along the circumference of the graft. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: impra® eptfe grafts do not stretch (are non-elastic) in the longitudinal direction. The correct graft length for each procedure must be determined by considering the patient¿s body weight, posture, and the range of motions across the anatomical area of graft implantation. Failure to cut the grafts to an appropriate length may result in anastomotic or graft disruption, leading to excessive bleeding, and loss of limb or limb function, and/or death. Aggressive and/or excessive graft manipulation when tunneling, or placement within a too tight or too small tunnel, may lead to separation of the spiral beading and/or graft breakage. Avoid repeated or excessive clamping at the same location on the graft. If clamping is necessary, use only atraumatic or appropriate vascular smooth jawed clamps to avoid damage to the graft wall.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has been returned to the manufacturer for evaluation. The investigation is underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.